Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v into patient's eye and the haptic tore off and got stuck in the cartridge. The lens was removed and replaced with another model lens and surgeon used a suture. No enlargement of the original incision, this surgeon makes the original incision larger than is required and uses a suture as part of their surgical practice.

Manufacturer narrative:
A visual inspection of the returned product shows one haptic is torn off & missing. There is a portion of the optic turn off & missing and the lens is torn in half. The cartridge was received and has a haptic stuck in the tip. No visible damage to cartridge. There is clear surgical residue on the cartridge and the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.